Event description:
Per complaint form: this valve was leaking badly between the clear plastic and the valve. It was spraying everywhere. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The device is currently under investigation. (B)(4).

Manufacturer narrative:
(B)(4). The patient required 2 units of blood to be transfused as a result. The returned device was evaluated on (B)(6) 2014 by internal personnel. The valve was not functional; the flange of the valve was dislodged. The casing flange was depressed. There was one tear in the webbing leakage was confirmed without a dilator in place. No leakage was observed with a dilator. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, hemostatic valve leakage testing has been conducted. The IFU contains the indications for use, warnings and precautions and appropriate method of use for this device. Specifically, it states "endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the gray positioner. After the gray positioner has been removed, if blood loss is excessive, consider placing an uninflated molding balloon or an introduction system dilator within the valve, restricting flow." Captor valve assemblies are 100% qc inspected for leakage. The work order was reviewed, and nothing of note was observed. The valve was manufactured with discs manufactured by a vendor. The risk was assessed using quality engineering risk assessment. Although the risk was considered acceptable, we are aware of this type of occurrence, and measures, including additional process controls and design improvements are being considered in an effort to minimize reports of this nature. The appropriate internal personnel have been notified. We will continue to monitor for similar events.

Event description:
An (B)(6) year old male patient underwent evar on (B)(6) 2014. The captor valve of the zenith flex main body would not shut off and it kept bleeding during entire procedure (1820334-2014-00658). Also, a zenith main body extension was used and it was leaking between the clear plastic and the valve (1820334-2014-00659) and spraying everywhere. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence on (B)(6) 2015. Additional information received (B)(6) 2015 indicated that the patient has a conical neck so there was an type 1a endoleak repair which was repaired as labeled with the zenith main body extension graft. The blood lost due to the valve leaks is unspecified, however, it was indicated that 2 bags of blood were given to the patient because of the blood loss.